Event description:
Described as activated a couple of ours before the customer went to bed. No blood glucose result is available from that time. The customer's father reported that his daughter's bg was 317 mg/dl at 2:18 am, though he saw no symptoms of hyperglycemia. He administered a 7.45 unit insulin bolus at 2:26 am. A second bg result (exact time not reported) was 315 mg/dl. The father was advised to replaced the device at the time he deactivated it, his daughter's bg was 327 mg/dl and he observed that the"cannula came out" of the infusion site. He was unsure if the site was wet or if he smelled insulin.

Manufacturer narrative:
The device was not returned for eval. We unable to determine if some malfunction or mfg defect could have contributed to the reported high blood glucose. The customer's father observed that the cannula had become dislodged from his daughter's skin. This condition could result in an interruption of insulin delivery and contribute to hyperglycemia. It cannot be verified by laboratory testing even if the product were to return. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." To treat hyperglycemia, it advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance."